Event description:
Generator product analysis was approved for the returned generator. The generator was explanted due to battery depletion. The generator was unable to be interrogated. The generator was opened and the measured battery voltage confirmed the generator at an end of service (eos) condition. Other than the event of no communication due to eos, there were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Clinic notes were received that the patient experienced an increase in seizure frequency and the physician increased the vns' parameters. The physician noted that the battery is no longer working and that the patient needs a vns battery replacement. It was also noted that the patient continues to have frequent seizures, but there has been some improvement since their vns' adjustment. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the device was returned to the manufacturer for device evaluation. No additional or relevant information has been received to date.

Event description:
An implant card was received reporting the generator was replaced due to battery depletion. The device has not been received to date.